Event description:
It was reported that a patient underwent an atrial fibrillation (afib) cardiac procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a puncture on the surface of the pebax. Initially, it was reported that there was an electrocardiogram (ECG) signal interference. It was reported that during the operation, the signal interference (noise) was observed on ic channel on the carto® and recording system. The physician had an intact ECG signal available to monitor patient heart rhythm. A second device was used to complete the operation. There was no adverse event reported on patient. The signal noise issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 16-dec-2024, a reddish material and a puncture in the surface of the pebax were observed. This was assessed as MDR reportable with an awareness date of 16-dec-2024.

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, electrical test of the returned device was performed. Visual analysis revealed reddish material and a puncture on the surface of the pebax. The device was connected to the carto 3 system, and it was recognized and visualized correctly. No signal noise or electrical issues were observed. A manufacturing record evaluation was performed for the finished device number lot 31384001l and no internal actions related to the complaint were found during the review. The reddish material inside the pebax could be related to the noise issue reported by the customer; therefore, the complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The carto® 3 system instructions for use (IFU) contain the following information: ECG noise is typically generated as the result of improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify proper connection. It is recommended to turn off the notch filter for this verification. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).